Manufacturer narrative:
Correction: as the portion of the screw was left in the patient. The reported event is an adverse event.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a cranial biopsy, a screw of the angled base was damaged resulting in the portion to remain in the skull. It was stated that the surgeon opted to place a titanium plate over the location. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.